Event description:
Per the clinic, the device was explanted due to unspecified medical reason (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 19, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 25, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the recipient was treated with oral, IV and irrigation antibiotics (specific date and duration not reported) and was hospitalized one night (specific date not reported) for the IV antibiotics administration. This report is submitted on february 23, 2024.